Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps was used during a colonoscopy procedure performed in 2009. According to the complainant, after introducing the colonoscope into the patient, the forceps was successfully passed through the scope and sample specimens collected. However; the forceps jammed closed and could not be removed from scope. The scope and forceps were removed from the patient in tandem and the forceps was cut, removed and discarded. The site further indicated that upon removal from packaging, no issues were identified with the device. The procedure was completed with a different manufacturer's product. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If ay further relevant information is identified, a supplemental medwatch will be filed.